Event description:
Caller reported a false positive troponin (tni) result using the triage cardiac profiler kit. Physician ordered the repeat test because clinical picture didn't fit ami. The diagnosis is chf. No invasive procedure was performed on pt based on initial tni result. The cartridges were from the same box, inoculated in 70 degrees f to celcius for few days and not opened until ready to load sample.

Manufacturer narrative:
Investigation pending.